Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's pump was exchanged due to suspected hemolysis. The pt was seen in the clinic and the lab results noted that the pt was anemic, his ldh was high, he was jaundiced, and his urine was dark. The pt had been feeling fatigued. The pt was admitted into the hospital and his pump was exchanged the following day due to suspected hemolysis. The pt remains ongoing with the new lvad.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.